Manufacturer narrative:
The physician removed the sensor at the request of the patient.

Event description:
On october 14, 2019, senseonics was made aware of an instance where a patient developed pain at the site where the eversense sensor was implanted. There are no reported signs of infection or other truama.